Event description:
It was reported to nova biomedical that a consumer experienced a trip to the ER thinking her blood sugar results was "lo", (less than 20 mg/dl. When the consumer arrived at the ER the ER nurse tested the consumer getting a result of 137 mg/dl on their hospital meter. During the call to customer support, it was revealed that the consumer does not control solution test for integrity before use their initial test strips as instructed in our directions for use. It was also revealed that the consumer was using expired test strips, which may contribute to the loss of integrity of the test strips. The consumer was educated on these directions for use at the time of call. The meter will not be returned for eval. The test strips were discarded by the consumer.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.